Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other pain indications ¿ other. It was reported that the patient had an unknown device implanted between 2004-2010. The patient was unsure exactly what went wrong with the device and did not remember dates or details; however, the patient noted that something went wrong, and it was not good or something. This device was replaced. There were no further complications reported.